Event description:
It was reported that the patient experienced pump dimpling with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing pump was removed and replaced. The patient was said to be stable following the intervention.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of pump collapse and mechanical issues were confirmed through product analysis as the pump not passing the activation and valve inactive state functional tests could affect the functionality of the ams 700. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopical inspection of the pump identified the kink resistant tubing (krt) was worn down to filament. Upon functional testing, the pump did not pass the activation and valve inactive state tests. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced pump dimpling with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing pump was removed and replaced. The patient was said to be stable following the intervention.